Event description:
The service repair tech reported that during in-house preventative maintenance of the device at the service center, the roller pump displayed a "belt slip error" message. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The service repair tech (srt) removed the lower housing to inspect the drive belt. The srt adjusted the drive belt tension of the roller pump. With the tension adjusted on the drive belt, the unit operated to manufacture specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.